Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for investigation. Functional testing performed and could not duplicate the reported event. The downstream occlusion (dso) seal was bubbled. The (dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device gave an error: downstream occlusion. It is unknown if there was patient involvement.